Event description:
Customer reported the passport v monitor's display had a blank screen, which may have affected primary monitoring. No patient injury was reported.

Manufacturer narrative:
Customer was provided with a loaner unit, while it is being returned to the company's repair center.